Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the maxzero extension set leaked during disconnection which caused the radioactive material to leak onto the floor and the clinicians hands. Previous extension sets did not exhibit this fault. There was no report of harm.